Event description:
The hand piece wouldn't measure, kept beeping. Manufacturer response for novasure, hologic, inc. (Per site reporter): they will initiate an investigation and reimburse us for the product.